Event description:
The customer reported that they are currently required to connect two manifolds together to get the 6 port access required. The customer connected the 2 manifolds and tightened them very securely with the luer lock. The luer lock could spin with a finger tip with little to no pressure and the 2 manifolds would instantly disconnect and pop apart. It seemed like there was lubricant in the connection and the taper of the male port just shot apart from the female side due to the connect pressure. The customer is now taping a tongue depressor underneath the 2 connected manifolds to keep them from separating. This condition occurred numerous times (quantity unknown). There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The reported condition of it would instantly disconnect and pop apart was not confirmed or duplicated. During visual inspection, units do not present defect. Units results satisfactory to functional test. (B)(4).